Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 15-nov-2017 with the following findings: the keypad was found to be fully intact; no peeling or damage was observed. During testing, the pump was unable to power up and found to be completely unresponsive. The keypad cover was removed and there was no evidence of contamination under any of the key contacts. The pump¿s cover was removed and moisture ingress was observed at the continuous glucose monitoring module and power printed circuit board. Moisture was observed under the display. A leak test was performed and a leak was identified at the display lens. The original complaint of a keypad response issue was unable to be confirmed due to the blank display issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a button/keypad (damage prior tactile changes with moisture) issue. The reporter alleged the keypad was peeling/missing with moisture behind the display. The up, down, and ok/enter buttons were all under responsive. There was no indication that the product caused or contributed to an adverse event. The complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.